Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed increased threshold values from 0.8 volt at 0.4 millisecond to 5 volts at 1.5 milliseconds. Data analysis was requested and confirmed normal lead trends. In addition, technical services recommended further lead integrity testing as data analysis and x-ray does not capture all length of the lead. This lead remains in service. No additional adverse patient effects were reported.